Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the fast fix got stuck when the surgeon was firing t2. A backup device was available to complete the procedure with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 g3: company representative added. H3, h6: one fast-fix 360 curved needle delivery system device intended for use in treatment, was not returned for evaluation. Due to unavailability, evaluation was limited. Instruction for use contains precautionary statements and recommendations for proper use of product. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent deployment during unpackaging. 2) inadvertent twisting or bending of the delivery needle. 3) incomplete needle penetration through meniscus. 4) improper spacing of anchors. (Insufficient suture slack pulls opposite anchor) 5) difficulty with reaching the desired tissue location. 6) inadequate tissue conditions. 7) entanglement with other instruments or devices. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. This includes during removal from the paper carrier. Per IFU: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacturing of this device was confirmed. Product met specifications upon release to distribution. No further actions required at this time.